Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6). Block h5: imdr device code a15 captures the reportable event of partially deployed ultraflex tracheobronchial stent.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted to treat a malignant external pressure stenosis of the main trachea with a measurement of 6.5mm in diameter and 3.5mm in length, during a tracheal stenting procedure performed on (B)(6) 2024. The patient's anatomy was tight and was not dilated prior to stent placement. During the procedure, the stent did not deploy. The physician continued to pull the black deployment suture, but the suture stuck and could not release the stent from the delivery system. The ultraflex tracheobronchial stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6) hospital. Block h5: imdr device code a15 captures the reportable event of partially deployed ultraflex tracheobronchial stent. Block h11: an ultraflex tracheobronchial distal release covered stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent fully deployed and expanded. No other problems were noted to the stent. The reported event of stent partially deployed cannot be confirmed as the stent was received fully deployed and expanded. Based on the available information, there is not enough information to confirm the reported event of stent partially deployed; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted to treat a malignant external pressure stenosis of the main trachea with a measurement of 6.5mm in diameter and 3.5mm in length, during a tracheal stenting procedure performed on (B)(6) 2024. The patient's anatomy was tight and was not dilated prior to stent placement. During the procedure, the stent did not deploy. The physician continued to pull the black deployment suture, but the suture stuck and could not release the stent from the delivery system. The ultraflex tracheobronchial stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.